Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009: the patient was presented with recurrent lumbar radiculopathy and mechanical back pain. So the patient underwent removal of l4 through s1 instrumentation on the left. Removal of intraspinous instrumentation from l5-s1 and l4-s1 laminectomy. Bilateral foraminotomies, nerve root and thecal decompression followed by an l4-s1., posterolateral arthrodesis and instrumentation using locally harvested bone graft , allograft and bmp. As per op notes.... Rex drill. The previously locally harvested bone graft was morcellized. Added to allograft mixed with bmp and placed posterolaterally from l4-l5. In the region of the dural bleb. Tisseel was placed followed by a strip of gelfoam followed by a 2nd layer of tisseel and another layer of gelfoam....." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.